Event description:
It was reported that the device won't infuse medication. No patient injury was reported.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. No external damage was noted. Review of the event history log showed an occurrence of a maintenance recommended message. The reported issue was duplicated during functional testing. The investigation determined that the customer did not perform recommended maintenance on the pump. Preventive maintenance was performed on the pump. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device, corrected data: updated d4: model number.